Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia, with the continuous glucose monitor (cgm) showing ¿high¿ and a confirmatory glucometer value of 417 mg/dl, after the user removed and intended to reuse diabetes therapy supplies during a shower. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting without medical intervention. Investigation included a phone-based assessment with the user's blood glucose trending down to 379 mg/dl during the follow up call. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear due to incomplete information when the user declined additional follow up. It was concluded, based on previously established findings for similar reports, that the cause could not be determined.